Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the customer experienced difficulty charging the pump with the usb cable. Customer's blood glucose was 126 mg/dl. Reportedly, customer was able to charge the pump with an alternate cable and continued pump therapy.